Event description:
On (B)(6) 2011, pt reported insulin leakage and bleeding at his infusion site. This occurred within the first day of use of the infusion needle. Pt woke up and found his shirt had insulin and blood stains. Blood glucose elevated to the 300 mg/dl range as a result, and normal blood glucose is 160-195 mg/dl. Pt changed his infusion needle and bolused to correct hyperglycemia. Three hours later, blood glucose was back in his normal range. The infusion needle was not damaged or bent. Alleged infusion set was discarded. Pt was sent samples of a different type of infusion set. The pt did not require assistance from a health care professional or second party to address the issue. Additional attempts were made to f/u with pt, and these were unsuccessful.

Manufacturer narrative:
No product will be returned for eval.